Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the pump¿s black box history showed that the data from the date of the reported event was overwritten due to continued use of the pump. No activity outside of normal use was observed in the black box and download history. The returned battery cap was able to be secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump case was removed and no damage was found to the power circuit. The complaint that the pump had no power was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that she did not clear the alarms on her pump and when she went to reboot the pump, she was unable to power it on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.